Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported 2 days after the event via email as follows, "I was having difficulty attaching the prostheses onto the stem inserter, on looking closely one of the plastic "fins" was bent." Spigot protector was discarded. Case completed as originally planned.